Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the device fu on 30 nov 2023, the patient name is present on the "manager" of the tablet, but on the patient file, the patient name is empty.

Manufacturer narrative:
Review of the provided patient files revealed : on (B)(6) 2023, the patient information tab was empty. It should be noted the ¿manager¿ dont read inside the subject patient file to get patient information as the name. If in the ¿manager¿ the patient name is displayed that means the ¿manager¿ has already open/read files with that device serial number; and has once associated this patient name to that serial number. But it does not reflect what patient information is stored within the device memory. No issue is suspected on this device please refer to the attached report.

Event description:
Reportedly, during the device fu on (B)(6) 2023, the patient name is present on the "manager" of the tablet, but on the patient file, the patient name is empty.